Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4)

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) leads exhibited infinite impedance when measured through the implantable pulse generator (ipg). A total loss of capture was also noted. Intervention is planned in the form of a generator change. No patient complications have been reported as a result of this event.